Event description:
It was reported that the catheter from a ultrathane cope nephroureterostomy set kinked. The device was required for use a ureteral stent and was placed in the patient's kidney on (B)(6) 2026. Nine days later, on (B)(6) 2026, when the device was being removed, a kink was noted. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.. Preliminary analysis of the returned device on 12mar2026 revealed indication of occlusion.

Manufacturer narrative:
. H3 - device evaluated by mfg.? Device has been returned, and preliminary evaluation has been performed. However, the investigation is ongoing. The device evaluation summary will be included in the follow up report once the investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 31mar2026, it was reported that the catheter broke into two pieces 3-4 inches from the hub.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.